Manufacturer narrative:
The subject device in this report has not been returned to olympus medical systems corp.(omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The subject device did not start up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. In the evaluation of olympus china sales & marketing(ocsm) the following was confirmed. An email from the customer said that they lost the original ac adapter. The exact cause of the lack of the power adapter could not be conclusively determined. If additional information becomes available, this report will be supplemented.